Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open heart transplant, the needle broke and fell off into the patient's cavity. It was then retrieved using forceps and a new instrument was used to complete the procedure. There was no patient injury.